Event description:
Reporter alleged obtaining a discrepant back to back blood glucose results of 450 mg/dl, 368 mg/dl, 182 mg/dl, 389 mg/dl and 152 mg/dl when all tests were performed within 10 mins on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.